Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that the flanges of the footprint ultra pk suture anchor 4.5 broke off during insertion into the patient through the cannula. The broken material was completely removed from the patient, and the anchor was not used to complete the procedure. An identical anchor was used to complete the procedure. No additional bone holes were drilled as a result. The surgery time was extended by less than 30 minutes. No patient injury or complications were reported.

Manufacturer narrative:
Please note that this is an initial report.

Event description:
It was reported that the flanges of the footprint ultra pk suture anchor 4.5 came off during insertion into the bone hole. The anchor was used to complete the procedure, as it remained secure in the bone hole. The surgery time was extended by less than 30 minutes. No patient injury or complications were reported.